Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s.

Event description:
It was reported that approximately 9 months post-op, the device was revised due to pain. At revision, it was reported that no bony ingrowth into the porous surface was observed. Device was disposed of at the user facility.